Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that was having low battery issues and no delivery alarms. The patient's blood glucose at the time of incident was 48 mg/dl. These alarms occurred right after receiving a new battery cap. Troubleshooting was initiated for the low battery alert. The battery drains quickly; the new battery cap did not resolve the issue. The customer also mentioned receiving an off no power alarm. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.